Event description:
During surgery, while trying to remove a metal interference screw, the surgeon shifted the pt's knee causing the driver tip to break off. Attempts were made to retrieve the piece without success. Surgeon felt confident in leaving the tip inside the screw. Procedure was completed within 2 hours with no pt injury reported. (Information received via incident report in 05/2004). The product will be sent back to arthrex for evaluation. This device is used for treatment.